Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. The test minilink transmitter with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 460 mg/dl, 400 mg/dl and 510 mg/dl and 500 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. The customer also state that insulin pump had a lot of no delivery alarm. The insulin pump will be returned for analysis.